Event description:
Ous MDR - it was reported that several episodes were observed that were triggered by artifact sensing. This resulted in several charging processes without shock delivery. No deterioration of the patient's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. There were no indications of material defects or manufacturing errors.